Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
As reported: during the coil deployment in the gastroduodenal artery embolization, the coil began to fracture and subsequently detached. The physician retrieved the coil using an ensnare device. The coil was removed from patient. There was no harm reported or known affect to the patient.